Event description:
Twin pregnancy. Tracing registering 2 fetal heart rate then would go to being unclear. Unable to distinguish 2 heart rates audibly by monitor design. When ultrasound transducer removed continued to register hr in 100s although only being exposed to air.